Event description:
It was reported patient underwent a revision procedure one years post implantation due to loosening of femur and tibial prosthesis. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: femoral component option for cemented use catalog # 00599401391 lot # 64012476. Stemmed tibial component catalog # 00598800300, lot # 64678309. Headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 64809158 articular surface with locking screw size yellow/c,d 17 mm height for use with femoral c,d catalog # 00599403017 lot # 64614539. Two device ids were provided by the reporter; of these, only one (1) was reported for loosening. It is unknown which exact device encountered this issue, it is one of the following: catalog # 00598801215, lot # 64036688. Manufacture date: jun 1, 2018. Sterile expiry date: may 31, 2028. UDI #: (B)(4). 510k: k173057. Pro code: jwh. Or catalog # 00598801215 lot # 65133553. Manufacture date: aug 20, 2021. Sterile expiry date: jul 13, 2031. UDI #: (B)(4). 510k: k173057. Pro code: jwh. Report source: australia. Suggested component code: mechanical (g04) - stem. Multiple MDR reports were filled for this event: 0001822565-2023-00474, 0001822565-2023-00473. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.